Manufacturer narrative:
Device not returned.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the monitor display went blank. The machine was reset and it came back on, but the problem continued to occur intermittently. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.